Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent up button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.